Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device embedded within the cornu at the proximal end of the fallopian tube') in an adult female patient who had essure (batch no. A33570) inserted for female sterilization. The patient actually was to have inserted for female sterilization. Tylenol with codeine no.3 was not inserted. The patient's concurrent conditions included cramp, vaginal bleeding, low back pain, abdominal pain lower, bleeding, spotting vaginal, anemia, pain, intermittent fever, chills, bleeding genital, clot blood, hemorrhoids, dysmenorrhea, withdrawal bleeding irregular, acute vaginitis, irregular menstruation, lsil, pelvic pain, heavy periods and hypothyroidism. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), iron, medroxyprogesterone acetate (provera) and progesterone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus with cervix with high grade squamous intraepithelial lesion. Concerning the injuries reported in this case , the following event was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on 24-jul-2019: medical record was received. This case became incident. Event added from medial record- essure device embedded within the cornu at the proximal end of the fallopian tube. Lot number added. New reporter information, medical history and product information was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device embedded within the cornu at the proximal end of the fallopian tube'), loss of consciousness ('passed out') and procedural haemorrhage ('loss of blood / needed 3 bags of blood.') In a 24-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient actually was to have inserted for female sterilisation. Tylenol with codeine no.3 was not inserted. The patient's concurrent conditions included cramp in lower abdomen, vaginal bleeding, low back pain, abdominal pain lower, hemorrhage (nos), spotting vaginal, anemia, pain, intermittent fever, chills, bleeding genital, thrombosis, hemorrhoids, dysmenorrhea, withdrawal bleeding irregular, acute vaginitis, irregular menstruation, lsil, pelvic pain, heavy periods, hypothyroidism and body mass index normal. Concomitant products included contraceptives, iron, medroxyprogesterone acetate (provera) and progesterone. In (B)(6) 2012, the patient experienced abdominal pain lower ("stomach below belly button pain / abnormal pain"), uterine pain ("uterus pain") and vulvovaginal pain ("vagina pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding /blod clot") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and endometriosis ("other injury or complications (endometriosis)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, loss of consciousness, procedural haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, uterine pain, vulvovaginal pain, vaginal discharge, weight increased and endometriosis outcome was unknown and the abdominal pain lower and menorrhagia had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, loss of consciousness, menorrhagia, migraine, procedural haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Pathology test - on (B)(6) 2017: uterus with cervix with high grade squamous intraepithelial lesion. Concerning the injuries reported in this case , the following event was described in patient's medical record- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of product technical compliant. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device embedded within the cornu at the proximal end of the fallopian tube'), loss of consciousness ('passed out') and procedural haemorrhage ('loss of blood / needed 3 bags of blood.') In a 24-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, vaginal bleeding, low back pain, abdominal pain lower, hemorrhage (nos), spotting vaginal, anemia, pain, intermittent fever, chills, bleeding genital, thrombosis, hemorrhoids, dysmenorrhea, withdrawal bleeding irregular, acute vaginitis, irregular menstruation, lsil, pelvic pain, heavy periods, hypothyroidism and body mass index normal. Concomitant products included contraceptives, iron, medroxyprogesterone acetate (provera) and progesterone. In (B)(6) 2012, the patient experienced abdominal pain lower ("stomach below belly button pain / abnormal pain"), uterine pain ("uterus pain") and vulvovaginal pain ("vagina pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding /blod clot") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), endometriosis ("other injury or complications (endometriosis)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, loss of consciousness, procedural haemorrhage, dyspareunia, vaginal haemorrhage, migraine, uterine pain, vulvovaginal pain, vaginal discharge, weight increased and endometriosis outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, loss of consciousness, menorrhagia, migraine, pelvic pain, procedural haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Plaintiff received treatment for dysmenorrhea, pelvic pain , abdominal pain , menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Pathology test - on (B)(6) 2017: uterus with cervix with high grade squamous intraepithelial lesion. Concerning the injuries reported in this case , the following event was described in patient's medical record- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporters information updated. Event: pelvic pain , abdominal pain were added. Event outcome were updated to recovered: dysmenorrhea (cramping), abdominal pain , pelvic pain. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device embedded within the cornu at the proximal end of the fallopian tube'), loss of consciousness ('passed out') and procedural haemorrhage ('loss of blood / needed 3 bags of blood.') In a 24-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient actually was to have inserted for female sterilisation. Tylenol with codeine no.3 was not inserted. The patient's concurrent conditions included cramp in lower abdomen, vaginal bleeding, low back pain, abdominal pain lower, hemorrhage (nos), spotting vaginal, anemia, pain, intermittent fever, chills, bleeding genital, thrombosis, hemorrhoids, dysmenorrhea, withdrawal bleeding irregular, acute vaginitis, irregular menstruation, lsil, pelvic pain, heavy periods, hypothyroidism and body mass index normal. Concomitant products included contraceptives, iron, medroxyprogesterone acetate (provera) and progesterone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain upper ("stomach below belly button pain / abnormal pain"), uterine pain ("uterus pain") and vulvovaginal pain ("vagina pain").in (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding /blood clot") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and endometriosis ("other injury or complications (endometriosis)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, loss of consciousness, procedural haemorrhage, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, uterine pain, vulvovaginal pain, vaginal discharge, weight increased and endometriosis outcome was unknown and the menorrhagia and abdominal pain upper had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, loss of consciousness, menorrhagia, migraine, procedural haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Pathology test - on (B)(6) 2017: uterus with cervix with high grade squamous intraepithelial lesion. Concerning the injuries reported in this case , the following event was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss specify which one: weight gain, other injury or complications (endometriosis), stomach pain, uterine pain, vaginal pain, passed out, loss of blood / needed 3 bags of blood ¿,new reporter, plaintiffs information were added. Concomitant condition, drugs and lab data added. Outcome of ¿stomach below belly button pain / abnormal pain, uterus pain, vagina pain and abnormal bleeding (menorrhagia) / heavy bleeding /blood clot¿ were updated to ¿recovered / resolved¿. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.